Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm and had stuck button alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement and self test. All currents within spec range. Device was monitored and no unexpected power loss or replace battery now alarm noted during testing. No keypad anomaly noted during testing. (B)(4).